Event description:
It was reported that the sagittal saw attachment was vibrating and getting hot during performance testing. The event occurred during routine maintenance visit. No adverse event was associated with the device.

Event description:
It was reported that the sagittal saw attachment was vibrating and getting hot during performance testing. The event occurred during routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. Not yet received.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not available for analysis.